Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 3 years and 9 months post-implant, it was reported that the patient developed a driveline infection. The hospital team performed a surgical shift of the exit site and treated the infection with vacuum assisted closure (vac) therapy. Approximately 6 months later, the patient again developed signs of infection and on (B)(6) 2015 underwent a pump exchange. (B)(4).

Manufacturer narrative:
The reference to the manufacturer's internal MFR# was inadvertently left in the narrative. No further information is available. The manufacturer is closing its file on this event.

Event description:
Corrected information: the patient was implanted with a left ventricular assist device (lvad). Approximately 3 years and 9 months post-implant, it was reported that the patient developed a driveline infection. The hospital team performed a surgical shift of the exit site and treated the infection with vacuum assisted closure (vac) therapy. Approximately 6 months later, the patient again developed signs of infection and on (B)(6) 2015 underwent a pump exchange.

Manufacturer narrative:
The patient's weight was not reported to the manufacturer. The date of the event is estimated. The referenced pump exchange was reported under medwatch MFR# 2916596-2015-00807. The approximate age of the device is 3 years and 9 months. A correlation between the device and the reported infection could not be conclusively determined. The patient was treated for the infection at the time and remained on lvad support with the pump until 04/07/2015 at which time he received a pump exchange. The explanted pump was not returned to the manufacturer for evaluation. The patient remains ongoing with the replacement pump. A review of device history records showed no deviations from manufacturing or qa specifications that would affect device function or performance. The instructions for use lists infection as a potential adverse event that may be associated with use of the device. No further information is available. The manufacturer is closing its file on this event. Placeholder.